Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on black screen and remote service was offline. The customer reported that the station was not turning on. It was unplugged and tested with multiple other outlets, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was on black screen. A field service engineer found the device completely dead with no power. Troubleshooting identified the controller pyxis controller board as the cause preventing the device from powering up. The controller pcb was replaced, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.